Manufacturer narrative:
This report is submitted on april 26, 2021.

Event description:
Per the clinic, the patient experienced a post-auricular infection and extrusion of the receiver/stimulator, with purulent discharge and swelling. The patient was treated with intravenous antibiotics, the infected tissue was excised, and the device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.